Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device has strange odor, nasal/throat irritation or soreness, and device is noisy. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacture observed an unknown dust contaminant on the top cover, inside the iso port, right side assembly, blower cap, blower, blower housing, bottom enclosure, blower outlet bellow, and air inlet seal and observed when adding power to device, the blower made a whirring noise, most likely from an unknown dust contaminant in it. No odor was observed through therapy and investigation. Manufacture observed black hairlike contaminant on the top cover, side panel, blower cap, blower, blower housing, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the bottom enclosure. Inv1023 addresses the issue of liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the no presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. Device problem code grid, evaluation method code grid, evaluation results code grid, and conclusion code grid are updated. Recall number was updated.